Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level was impacted (262 mg/dl). The customer delivered a correction via the pump. During troubleshooting with tandem technical support (cts), the customer attempted to view the pump settings. Cts guided the customer to place the pump in storage mode, however when the pump display turned back on, a data error alert was noted on the screen. Reportedly, the customer has manual injections available as alternate insulin therapy.